Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the ear canal. The device was explanted (B)(6), 2012. It is unknown if the patient has been implanted with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device during surgery on (B)(4), 2012.this report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).